Event description:
It was reported that the user¿s ilet displayed ¿dosing stopped, connect cgm or enter bg¿ while the freestyle libre 3 plus sensor was newly applied and still pairing, leading to a temporary bg run with fingerstick entry and rescanning that initiated sensor warmup, after which readings became visible; the scenario reflected an improper procedure during sensor start and a usage issue rather than a device malfunction. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not comprehending that the pump stopped dosing, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.